Event description:
The lead was too short for the pt and it dislodged. Therefore, it was capped and replaced. There were no adverse pt effects reported. If add'l info becomes available, this event will be updated.